Event description:
It was reported that there was an issue with the speaker and vibrate function of the pump, as the volume and vibration were too quiet even though settings were on high. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support who instructed them through various troubleshooting steps, but the alert sound still failed. Consequently, technical support decided to replace the pump. The customer will continue using the current pump until the replacement arrives. The customer was also provided with instructions on putting the pump into storage mode and returning it to tandem using the pre-paid ups return box.